Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced skin irritation and rash at sensor adhesion patch site. Patient sought medical intervention from a general physician on (B)(6) 2014 and was prescribed a steroid spray. No further medical intervention was necessary.